Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 300 mg/dl to 500 mg/dl and it was addressed with a bolus via the pump/manual injections. Reportedly, the customer reverted to a backup insulin pump. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. Review of t:connect pump data indicated that the customer fills tubing with 10-13 units of insulin as opposed to the expected ~18 units of insulin for a 23/24 inch infusion set tubing. Shortly after, the occlusion alarm occurs. The customer stated that they "prefill" the tubing by adding insulin via syringe into the tubing prior to connecting it to the cartridge. Reportedly, the customer reverted to a backup pump for insulin therapy.